Event description:
Reporter indicated a vns patient was experiencing painful stimulation in the neck for the previous month. Vns device diagnostics indicated normal device function, and the vns is not at end of service. However, the patient has been referred for vns generator and possible lead replacement surgery due to the painful stimulation. Review of available vns programming history for the patient noted the patient has been on very low duty cycle settings, with 7 seconds on and 5 minutes off. The off time was also set to 10, 15, 20, 30, and 50 minutes off previously. Attempts for additional information are underway. Surgery has not occurred to date.

Event description:
All attempts to the reporter have been unsuccessful to date. Vns replacement surgery is still currently planned, but has not occurred to date.

Event description:
Reporter indicated the patient had vns generator replacement surgery on (B)(6) 2013. The explanted vns generator will not be returned from the hospital as the hospital discards explanted devices.